Event description:
It was reported the endoplege has a hole in the balloon. No prolonged or time although there was prolonged anesthesia time of about 7-10 minutes while they prepped and placed another ep. It was not noticed on prep. It was placed in the usual fashion and volume was put into the balloon to visualize ventricularization. When md went to take the volume back, she didn't get all the volume out that she had put in and instead got blood back into the syringe indicating a hole. She tried to look for it upon removal but couldn't visualize it. No adverse patient events. Robotic mvr case.

Manufacturer narrative:
Evaluation results: the device balloon was aspirated then inflated with 2cc of water. Inflation was sustained for 2 hours with no volume loss or leakage. Water was introduced through all of the device lumens and the water flows from where it should. Visually the device has no defects. There are no defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. The failure mode could not be duplicated. The balloon stayed inflated for 2 hours sustained with no leakage or loss of volume detected. A device history record review was completed and this device met all specifications upon distribution.